Event description:
It was reported that during the implant attempt, the lead would not stay placed in the atrium. A new lead will be implanted at a later time. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies.